Event description:
It was reported that during the insertion, the screwdriver tip broke off and was embedded in the screw. The screw was not able to be advanced or backed out. Follow-up investigation: the surgeon trimmed the proud end of the implant off but could not remove the distal tip of the driver. He felt the implant had good purchase and the ucl thumb repair was sound. Ulnar collateral ligament repair.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include prying/leveraging the driver while the implant is still loaded, preparing a pilot hole that is too small, inserting the implant at an angle not co-axial to the pilot hole, or applying excessive force to the screw during implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.